Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level (bg) was 48 mg/dl. Customer believed that the current basal rate was set too high. Customer temporarily disconnected from the pump to address low bg level and consulted with a healthcare provider (hcp) to adjust basal rate settings. After consulting with a hcp, tandem technical support assisted the customer with inputting the correct basal rate settings.